Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of ventricular tachycardia and the implantable cardioverter defibrillator (ICD) with held therapy for atrial fibrillation (afib)/atrial flutter (afl). It was recommended to consider turning off afib/afl for pr logic and allowing wavelet to discriminate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.